Manufacturer narrative:
The instrument directly involved with the superficial wound to the bowel was a handheld tenaculum forceps; there was no report of any robotic instrument involvement. Review of the master system controller (msc) logs and dvstream kinematic data found that there were no errors observed to be related to loss of insufflation. Review of the insufflator alerts during the procedure found that the customer received multiple alerts for low cavity pressure and insufflator occlusion. A site history review found there have been no recent reports for the insufflator received since the reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, loss of insufflation occurred while removing the specimen vaginally, and the sigmoid colon was injured in the process. Before starting the procedure, the patient was placed in a trendelenburg position at a 22-to-23-degree angle due to the patient¿s increased body habitus. The surgeon stated that access to the pelvic organs was challenging at times due to the amount of bowel in the operative field and a larger sized uterus. Prior to performing the colpotomy, the surgeon asked the anesthesiologist if the patient could tolerate a steeper trendelenburg position; the anesthesiologist declined. After performing the colpotomy, the assisting resident surgeon inserted a handheld tenaculum forceps vaginally, to assist in grabbing and removing the cervix and uterus. As the forceps were opened to clamp down on the cervix, loss of insufflation occurred. The resident surgeon was instructed to pull the specimen out through the vagina, and to replace the occluder to regain pneumoperitoneum. Upon removal of the specimen and establishment of pneumoperitoneum, the sigmoid colon was observed to have been injured in the process. The injury was not a full thickness wound and was described as superficial. A robotic general surgeon was called to assess the injury and repaired the injury with a 2-layer closure using suture. Closure of the vaginal cuff was then performed robotically, with assistance from the resident surgeon passing suture transvaginal into the abdominal cavity. The surgeon reported a minor loss of insufflation during each pass of the 2 sutures but had no further issues with insufflation. The procedure was completed and there were no post-operative complications.